Event description:
Pt undergoing laparoscopic hernia repair when the surgeon, dr (B)(6) noticed that the valve on the spacemaker pro was broken inside the balloon and would not hold the air seal. A second instrument was opened with the same issue. The third instrument was ok and the surgery was completed without any harm to the pt. Please contact the physician directly for any add'l info.